Event description:
It was reported that the patient experienced a shocking sensation after walking through a security gate at the library. The device was on at the time of exposure. The patient and stimulation have been fine since the event. The patient was feeling the paresthesia effect. The healthcare provider confirmed that they have no information.